Event description:
A falsely elevated ctni result of 2.27 ng/ml was obtained on one patient. The ctni repeat result on the same patient sample was 0.04 ng/ml. The incorrect ctni result were not reported to the physician. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Sample integrity is the most likely cause of the elevated ctni results.

Manufacturer narrative:
Excessive fibrin can result in elevated ctni results. Ctni instructions for use indicate that sample should be free of particulate matter and fibrin. Dade behring has distributed a technical bulletin dated 6/05, which stresses the importance of sample integrity and proper centrifugation as part of the pre-analytical process for ctni.